Event description:
It was reported that during a routine device change out procedure, the right atrial lead was capped due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.